Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that two hex driver tips broke off during screw insertion. Physician was using a powered device for screw insertion and was set on a high torque setting that sheared off tip of screwdrivers. The tips were retrieved from the patient. This occurred during use in a rtsa case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation identified that the hex drive geometry at the distal tip of the returned 3.0mm hex driver had broken and twisted. No broken piece was returned for investigation. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.